Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an lavh procedure, the trocar leaked with the 12mm olympus camera inside. Another device was used to complete the case. There were no adverse consequences to the pt.